Manufacturer narrative:
The initial MDR was filed on may 18, 2017. The first supplemental MDR was filed on july 26, 2017. Additional information (08/07/2017): the first supplemental MDR stated that "an extensive precision study was performed on quality control material by diluting it." The precision testing was performed by a siemens application specialist. The customer occasionally repeats the patient samples to verify the results. The instrument continues to run the patient samples without issues. No further evaluation of device is required.

Manufacturer narrative:
The initial MDR 2247117-2017-00058 was filed on may 18, 2017. Additional information (06/30/2017): a siemens headquarters support center (hsc) specialist reviewed the information provided by the customer. The system was checked several times and the values were similar to that obtained on another instrument. An extensive precision study was performed on quality control material by diluting it. The coefficient of variation obtained on quality control material was acceptable. The hsc specialist explained that typically precision is reviewed based on the part of curve that is being diluted as the final result is concentration on curve times the dilution factor. The customer is currently repeating the dilutions with patient samples. Siemens is investigating the issue. Mdrs 2247117-2017-00068, 2247117-2017-00069, 2247117-2017-00070, 2247117-2017-00071, 2247117-2017-00072, and 2247117-2017-00073 were filed for the same event.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the syringes, the pipetting volumes from water and substrate and washing of the sample and reagent probes. A siemens headquarters support center (hsc) specialist reviewed the information provided by the customer and stated that this issue appears to be with dilutions. The customer ran external survey material and a comparison of manual vs. Automatic dilutions on the patient samples, which were out of range. Siemens is investigating the issue. The instrument is performing within manufacturing specifications.

Event description:
Imprecise human chorionic gonadotropin (hcg) results were obtained on one patient sample with various dilutions on an immulite 2000 instrument. One of the diluted results obtained upon 1:20 dilution was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the imprecise hcg results.